Manufacturer narrative:
Article citation: flavius. A., beca, et al. "Anterior-segment oct detects xen stent conjunctival tube erosion." Ophthalmology glaucoma, vol. 3, issue 6, pg. 465, figures a-d. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of anterior-segment (as)-oct revealed the xen®45 gts positioned below the conjunctiva 0.5 mm from the most distal tip, beyond which an occult, conjunctival erosion was observed with seidel testing, which revealed brisk aqueous leak were noted in the article: "anterior-segment oct detects xen stent conjunctival tube erosion."